Event description:
Pt called in 2002 in regards to their meter reading inaccurately. In the evening in 2002, pt was not feeling well. Pt mentioned that they were feeling light headed, sweating and felt like passing out. Pt tested their blood sugar on their meter and obtained a "300 something", exact reading is unknown (pt did not take insulin, pt was too weak). Pt called the advice line and nurse sent the paramedics over to pt's house. Paramedics tested pt on their meter (brand unknown) and obtained a blood glucose of "80 something". "Paramedics gave them a sugar substance and then took them to the hosp." In the ER, pt's blood glucose was also low (reading unknown). Pt was in the ER for about 5-6 hours and was treated with food. Md gave the pt another lfs meter and told them to use the new meter. Pt claims they used the new meter in the hosp and obtained a 220mg/dl (exact reading unknown) and pt's old meter read 280 mg/dl (exact reading unknown) pt was then released from the ER. Diagnosis is unknown. Pt called lfs, and customer service found out the test strips fell out of range twice. Customer service sent pt a new vial of test strips. Pt told medical affairs that in 2002 was when their meter was starting to read high, and pt still took their insulin based on the blood glucose reading.